Event description:
It was reported that during a shoulder cuff repair surgery, after a normal implantation of the footprint ultra suture anchor, the tightening suture was locked, it was found that a small part of the top of the rod was broken after the device was removed. The anchor was removed from the patient. The procedure was completed using a s+n backup device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with both anchors intact, but no suture strings included. The distal end of the actuation shaft is deformed and gouged. The proximal anchor has not been actuated. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include the application of unintended excessive force on the device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.